Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-sep-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction. It was reported that the patient reported that they lost weight, and they could feel one of the lead tugging on it and it was sticking prominently on their back. The patient said that it looked like a big vein. The patient said that it was very painful and poking their back. The patient said that their pelvic floor the whole thing collapsed. The patient said that when they sat up in bed it tugged and it was like zapping for like a month and they could feel it and now they don't feel it at all. The patient said that their doctor on file moved on. The patient said that they already reached out to another doctor but no appointment was scheduled until june. The patient said they needed another doctor. The agent sent physicians listings through email.